Event description:
I have had barrett's esophagus for approximately 6 years, and recently I had another scraping of my esophagus. I was unable to eat, drink, and was having trouble swallowing, and my voice changed where I could not be understood with what I was trying to say, so I went to the ER and they did the scraping where not only polyps were attached to my esophagus. They were also attached to my adenoids and came back malignant on (B)(6) 2022, spent 4 days in the hospital. I used my CPAP on a regular basis. I'm thinking the problem might have been caused by dreamscapes CPAP machine. Philips should be on the bottom. FDA safety report ID# (B)(4).